Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the cardiovascular operating room (cvor), the intra-aortic balloon (iab) was prepped. The sheath was inserted into the patient's femoral artery and the md inserted the iab through the sheath. Five to ten minutes later, blood specks were noted in the helium tubing. The pumping was stopped and the iab was removed and replaced. Pumping was again initiated without incident. The patient outcome is listed as "recovered." Additional information received on 5/14/2010 from the sales representative stated that the second iab was inserted through a new sheath in the kit. The pump alarmed "helium loss" and the same pump was used with the second iab. It was noted that the pump in use was the iap-0500 (B)(4).